Event description:
Placing IV on lvo. Pt receiving blood thinners and IV placed in vein and catheter being threaded guard on the needle of the braun IV, was bent, which then got caught on catheter and sliced catheter as well as pulled catheter out of pt arm causing small amount of unnecessary bleeding.